Event description:
A report was received that the patient underwent a revision procedure due to fluid in her spine. The physician is unsure of what the cause was. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 serial # (B)(4) description: linear st lead with preloaded enhanced stylet - 50 cm.

Manufacturer narrative:
Additional information was received that patient had fluid built up in her pocket site after implant procedure. The physician used a syringe to excrete the fluid. This was not device related and the patient is doing well. Additional suspect medical device components involved in the event: model # sc-1110-02, serial # (B)(4), description: implantable pulse generator (ipg).

Event description:
A report was received that the patient underwent a revision procedure due to fluid in her spine. The physician is unsure of what the cause was. The patient is reportedly doing well.